Manufacturer narrative:
H10: the device was received for evaluation. Functional testing which included leak testing, clear passage testing, and twist clamp function testing was performed with no issues noted. A visual inspection with the naked eye noted the female connector was separated from the main body; the insert chip was identified. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient was trying to disconnect the minicap transfer set, the ¿whole dark piece started to come undone¿, further specified as the dark blue tip was not tight and would spin when in use or putting the device on. The same day the patient experienced severe abdominal pain and cloudy fluid. The cause of the separation was not reported. It was reported the ¿dark blue piece does not become dislodged every time¿. The patient was treated with unspecified antibiotics for the event. It was reported the patient was going to the pd clinic for a transfer set change. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.